Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Logs received and shows the following alarms was triggered : alarm 241 temperature of blower high) alarm 240 ( temperature of blower too high) and alarm 316 (blower failure). Customer was contacted and confirmed the main issue is the blower failure. Investigation is on going.

Event description:
The customer reported while using the bellavista 1000, an alarm 316 or blower failure active on the unit. There is no patient involvement associated with the event.